Manufacturer narrative:
A investigation into lot sp200105 resulted in no remarkable findings and no deviations and one unrelated nonconformance revealed. (B)(4) devices released to finished goods for lot sp200105, (B)(4) have been distributed. Of the (B)(4) distributed, (B)(4) have been reported as implanted. One other unrelated complaints against lot sp200105 were revealed. Lot sp200105 was aseptically processed, terminally sterilized and met all qc release criteria.

Event description:
Patient representative reports (B)(6) yo female patient underwent a hernia repair with strattice on (B)(6) 2019. On (B)(6) 2019 readmitted to the hospital for chronic wound, seroma, fistula and lysis of adhesions. Strattice was explanted (B)(6) 2019. Lot#sp200105-175 catalog 1016002.